Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: the issue is that the solution, instead of making its way to the pump (which it should easily do being as it is the highest bag) is somehow turning and going into the secondary tubing. It appears as if the check (or backflow-I am unsure of the correct term) is not working.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but not yet began. Upon completion of the investigation a supplemental report will be filled.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: the issue is that the solution, instead of making its way to the pump (which it should easily do being as it is the highest bag) is somehow turning and going into the secondary tubing. It appears as if the check (or backflow-I am unsure of the correct term) is not working.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-apr-2022. H6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with normal saline. The secondary set was primed with blue dye water. The sets were allowed to flow, no back flow was observed. The customer complaint that the tubing backflow could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0007 lot number 22016371 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.